Event description:
Hill-rom has received a report indicating that a patient started bleeding from his tracheostomy tube and mouth directly after having a bronchoscopy done. Although the complainant and patient's physician could not determine if previous vest treatments contributed to the incident, vest usage was not ruled out. The unit was returned to hill-rom for evaluation, and no functional abnormalities were observed. The unit was tested and functioned according to specification.